Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to pt lens intolerance. The lens was replaced with an unk lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).